Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging. Prior to imaging, device interrogation showed that the patient's implantable cardioverter defibrillator (ICD) exhibited high pacing impedance, high capture threshold, and loss of capture due to suspected mineralization. Programming changes were made. Patient was stable.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was explanted. Patient condition was stable.